Manufacturer narrative:
A review of the manufacturing device history record indicates the device was manufactured to specification. Engineering evaluation reported markings on the liner exhibited deformation that is consistent with a liner not being fully seated prior to attempting to lock the insert into place. Two liners from the same manufacturing lot were assembled with the explanted shell and head using standard instrumentation. A significant force was required for head-liner and liner-shell assembly, including a loud audible click. Disassembly of the parts by hand was attempted, but was only possible using instrumentation provided for disassembly. The opinion of the team was that improper insertion of the liner into the shell likely was the cause of the in vivo dislocation.

Event description:
Patient dislocated while transferring beds in the hospital. Patient was revised without any reported incident.